Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After the device user test is completed successfully, the device performs a printout and powers off automatically, this is normal device operation which physio observed. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off unexpectedly by itself. There was no patient use associated with this event.